Event description:
It was reported that a balloon deflation issue occurred. Vascular access was obtained via the femoral artery. The eccentric and concentric, de novo target lesion was located in the left anterior descending (lad) artery and left circumflex (lcx). The lesion was predilated with an unspecified balloon catheter. Following a mach 1 fl4 6 fr guide catheter and choice floppy .014" guide wire, a 12 x 3.00mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion. The balloon was inflated initially at 12 atmospheres for 15 seconds and did not inflate completely. Upon an unknown inflation, it was noticed that the stent was not deployed when the balloon was inflated up to 8 atmospheres with an encore insuflator and the balloon would not deflate at all. An attempt using a "deep-seating" method was utilized to deflate the balloon. The device was removed completely from the patient in a partially inflated state. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the event "balloon no deflate" was corrected to a "balloon inflation failed." The device was removed from the patient with no complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood inside the balloon indicating a leak was present at time of the procedure. An attempt was made to inflate the device when a balloon pinhole was noticed at the distal side of the proximal markerband. The pinhole was at the top of a wingfold, and diagonal to the catheter. No issues were noted to the stent or markerband. This damage therefore appeared to have been caused by a sharp object other than the stent or markerband. The tip was slightly flared. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the event "balloon no deflate" was corrected to a "balloon inflation failed." The device was removed from the patient with no complications reported. However, returned device analysis revealed balloon pinhole.